Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Device code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device; however, the clip arms were partially opened. Microscope examination was performed, and it was observed under high magnification that one side of the clip wings was activated while the other side was not inside of the capsule windows. The clip assembly was disassembled for further analysis and no visible failures were noted. Dimensional examination was performed on the braided shaft to further analyze the deployment issue, and the lengths of various parts were within specification. A dimensional analysis was performed on the flattening wire, and it was noted that the crimp sleeve was out of specification while the other length measurement was within specification. A dimensional analysis was performed between the hooks of the bushing, and both side a and side b were within specification. Additionally, x-ray analysis was performed on the device and it was confirmed that the clip arm was partially separated from the tension breaker. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) with hemostasis procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not release from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) with hemostasis procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not release from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.